Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of 175 mg/dl with the subject meter and 115 mg/dl with another meter (ot ultra2), within 30 minutes. This complaint is being reported because it does not meet lifescan's accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the print on the test strip carton was found to be illegible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.